Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 21mm 8300ab aortic valve implanted in the pulmonic position for unknown period of time underwent a valve-in-valve procedure due to unknown reasons. The procedure was performed successfully with a 23mm 9600tfx transcatheter valve.

Manufacturer narrative:
Updated sections: b5, b7, h6 health effect - clinical code, device code(s), and type of investigation.

Event description:
It was reported that a patient with a 21mm 11500a aortic valve implanted in the pulmonic position for 3 years and 5 months underwent a valve-in-valve procedure due to deterioration, decrease excursion of leaflets, and severe regurgitation. The procedure was performed successfully with a 23mm 9600tfx transcatheter valve. Post-procedure patient in recovery. The patient was discharge on pod#1.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Through further investigation, it was determined that a definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed. H11 corrected data: sections b5, d1, d4 model number, and g4 PMA/510(k) number.

Event description:
It was reported that a patient with a 21mm 11500a aortic valve implanted in the pulmonic position for 3 years and 5 months underwent a valve-in-valve procedure due to stenosis and regurgitation. The procedure was performed successfully with a 23mm 9600tfx transcatheter valve. Post-procedure patient in recovery.

Manufacturer narrative:
Updated sections: h6 investigation findings, and investigation conclusions. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. A definitive root cause could not be determined; however, it is likely that patient related factors contributed to the event.